Event description:
The customer was hospitalized for high blood sugars. The customer stated that they received an alarm. The customer changed out the set, but they did not treat high blood sugars with a manual injection. Troubleshooting was done on the pump and pump passed functional tests.